Event description:
Physician used two submarine plus pta balloon catheters to treat a lesion located in the sfa of the left leg. Devices were successful; however it was reported that during treatment a dissection type a occurred. Patient is reported to be recovered. Investigator reported that the event was not related to the study device but definitely related to the procedure. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation codes results: inherent risk of procedure (dissection).